Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced nausea and ineffective relief. The pump was noted as having administered morphine mixed with other drugs. Per a physician the pump was over-infusing by 25% for many refills. No troubleshooting was performed. Following the pump replacement procedure, the patient was now 'doing well'.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: (partial) (B)(6) 2012. Analysis of the pump found no anomaly. The pump passed all infusion, non-destructive, and full destructive testing and was dispensing accurately. Analysis of the catheter found no significant anomaly. The sc connector revealed a non-significant indent in seal but it did not affect infusion.

Event description:
It was initially reported that patient's pump was to be replaced as it is over-infusing. It was indicated that the pump had been off; per healthcare provider the pump had been over infusing by 20% for some time. Replacement surgery was scheduled for (B)(6) 2012. It was later reported that the pump was replaced on the set date and that it had been over infusing intermittently for approx. Over a year. On (B)(6) 2012, the expected reservoir volume (erv) was 4ml and the actual residual volume (arv) was 0.5ml; on (B)(6) 2012: erv was 8ml and arv was 3ml and on (B)(6) 2012 erv was 10ml and arv was 6ml. Catheter dye study or rotor study was not done. There was no patient injury and following replacement patient recovered without sequela. Drugs delivered via the device were dilaudid, baclofen, clonidine and bupivacaine.